Event description:
As reported by the edwards field clinical specialist (fcs), during the transapical transcatheter aortic valve replacement (tavr) procedure after the balloon valvuloplasty (bav) was performed, the patient became hemodynamically unstable, myocardial ischemia was noted and then complete heart block. The patient was placed on cardiopulmonary bypass and transferred to the ICU in unstable, critical condition requiring vasopressor and inotropic support. Per report, it is possible the hemodynamic collapse was a result of micro-embolization down the left coronary system causing myocardial ischemia or severe aortic insufficiency following bav. Per the case summary, st elevation was noted intermittently prior to bav. Following successful bav with a 20x3mm edwards balloon, the patient became hemodynamically unstable and myocardial ischemia was noted in the posterior and lateral leads. A high dose of vasopressors were administered and the arterial pressure went as high as 220/110mmhg. The ascendra device was loaded on the wire and advanced into the lvot. The patient started decompensating again, cardiopulmonary resuscitation (CPR) was required and cardiopulmonary bypass (cpb) was initiated. Echo imaging revealed an inferior hypokinetic inferior wall and an akinetic septal wall. A coronary angiogram revealed a patent circumflex and an lad with slow flow. The patient's hemoglobin was low and volume was replaced with crystalloids and packed red blood cells (prbc). The patient went into ventricular tachycardia and was defibrillated. Complete heart block was then noted and the temporary pacer was set at 60bpm. It was decided to move forward with sapien implantation and the valve was positioned 60:40 within the annulus and deployed in a 75:25 aortic position. Following valve implantation the patient's abdominal wall was noted to be distended and echo revealed blood in the retroperitoneal space. A contrast injection revealed a rupture at the bifurcation of the right common iliac and the aorta. Vascular surgery performed an open vascular repair. The patient received a total of 16 units of prbcs during the procedure. This vascular injury was not related to any edwards's device. Additional information received from the fcs indicated the patient was weaned off of extracorporeal membrane oxygenation (ECMO) but remains intubated in ICU. Her condition is improving, but still remains in critical condition. The patient did not require a permanent pacemaker. The fcs reiterated that per the physicians, it is possible the hemodynamic collapse was due to micro-embolization down the left coronary system causing myocardial ischemia or severe aortic insufficiency. The final position for the sapien valve was 75:25 aortic; however, the valve was not intentionally placed high and it is where the valve ended up per final assessment on angiogram. No additional intervention was required due to the valve position.

Manufacturer narrative:
A device history record (DHR) review is not required as there was no allegation of product malfunction. Per the sapien valve instructions for use (IFU), complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but is not limited to, aortic insufficiency, coronary flow obstruction/transvalvular flow disturbance, conduction abnormalities and device malposition. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the physician's training manual it is recommended that the operator perform an aortogram, CT, or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length. During predilation (bav) of the native valve, the operator should assess for possible obstruction of left main or any coronary ostia from bulky leaflet calcification. There are cases in which the patient becomes hemodynamically unstable after bav. In these cases, a decision is made by the team to attempt to stabilize the patient, which may include pharmacologic therapy, CPR, institution of cpb, ECMO, and/or iabp. In most cases the valve is subsequently implanted to offset the cardiac decompensation from severe aortic insufficiency caused by the bav procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, per report, a combination of patient and procedural factors appear to have contributed to these events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.